Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2015. Subsequently, patient underwent a revision on (B)(6) 2015 due to pain. During the revision the femoral stem, tibial tray, tibial bearing, and patella were all removed and replaced.